Event description:
On (B)(6) 2012, the patient went in for a aaa repair. The zenith flex aaa endovascular graft bifurcated main body was placed and then completely malfunctioned. The device was leaking as if it were completely open. A 16f sheath was placed to stop the flow. The patient's blood pressure dropped to 0. Due to blood loss, compressions were done on the table which caused the patient's ribs to crack. A chest tube had to be placed due to blood pooling in the chest. Updated information 02feb2012 per cook (B)(4) who spoke to the rep at the procedure: the patient was an (B)(6) male. Implanting physician had difficulty getting the sheath in initially and considerable blood loss was noted on the drapes and on the floor before the problem with the captor valve on the delivery device. The captor valve did leak continuously which resulted in additional blood loss and drop in blood pressure which required CPR which resulted in a hemothorax. Patient is currently alive. The device had been thrown away by the time the rep returned to the lab.

Manufacturer narrative:
Event is still under investigation. Additional information from the sales rep on 02feb2012: there was a considerable amount of blood loss at the beginning of the case due to use of multiple dilators to make sure the device would actually go. However, the malfunction of the valve, which caused the most blood loss, was towards the end of the procedure when the grey positioner from the main body device was removed from the sheath and the valve is supposed to close. Blood was flowing through the closed valve as if it was still open completely. The physician was still able to complete the case by putting in the last iliac leg. According to the rep, the graft itself worked beautifully and there were no endoleaks and all major arteries were patent. The most unfortunate part of all of this is that due to the blood loss from the dilators at the beginning, the valve is not working, causing enough blood loss to cause the patient's pressure to drop to zero. After several minutes of trying to get the patient's pressure back up through medicine. The physician scanned the heart under fluoro and felt the need to do chest compressions on the table. Once the case was complete, a chest x-ray was performed and his chest cavity was full of blood. A chest tube was inserted and later the physician told me that he thinks it happened during the chest compressions and probably broke a rib. As of 02/02/2012, the patient is alive and extubated.